Event description:
Report received from abbott international affiliate (abbott australia) which states "dr inserted the epidural into the patient with no problem. After insertion of the catheter into the epidural space he went to thread the needle back off the catheter and it got stuck, hence he had to remove the entire catheter and commence again. Once out of the patient he still could not remove the catheter from the tuohy needle." The affiliate paperwork states that the a new device was placed and that the patient recovered. Although requested, no further information was available.